Event description:
It was reported by the customer that md punctured the subclavian vein, aspirated blood & then inserted the spring wire guide (swg). After 1 or 2 cm with the entrance of the j-tip in the vessel, md was unable to advance the swg. Md pulled back the swg in the needle, turned the advancer 180 degrees & inserted the swg again & the same event occurred. He pulled back again with the swg in the needle & turned the advancer 90 degrees & repeated the procedure with no success. Md decided to pull back the entire swg & noticed that swg was broken & j-tip was missing. After several invitro testing, they think that the needle was placed partially subintimal in the vessel. They advanced the swg (only j-tip) subintimal & there it kinked. Reversing the advancer on the 2nd & 3rd attempt it kinked again. Each time the bevel cut under the j-tip while the swg was kinked & therefore completely cut. Additional information received on 02/11/2010 stated: this was a subclavian vein insertion. There were 3 attempts made by adjusting the advancer in different angles, however, the needle was kept in the same position. The md encountered difficulty by entering the swg into the vessel. The j-tip entered the subintimal space of the vessel & became kinked. As a result, the j-tip entered the subintimal space of the vessel & became kinked. As a result, the j-tip was surgically removed. There were no further complications after surgery.

Manufacturer narrative:
(B) (4). Follow-up report will be filed if additional information becomes available.